Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012625597 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the catheter the reported twisted array was not observed. The catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after treatment with pulmonary vein isolation (pvi), the spiral array did not deploy properly when the loop catheter was pulled into the atrium and had become twisted, so it was moved back into the sheath and then deployed again. It returned to its original state, but as soon as it entered the pulmonary vein (pv) and was pulled it would return to the same state, making treatment under fluoroscopy difficult. The loop catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.